Manufacturer narrative:
Problem of needle detachment. (B)(4). The complainant indicated that the device is disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio device was used during an anterior/posterior repair with xenform graft procedure performed on (B)(6) 2017. According to the complainant, the needle detached from the suture and was left inside the patient's ligament. The procedure was completed with another of the same device. The patient's condition at the conclusion of the procedure was reported to be stable.